Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the vt/vf counters show data only from the last remote monitor transmission even though on their merlin.net portal and counters shouldn't clear. The brady counters show data from the last in-person interrogation. The patient was fine and no intervention was reported.